Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse found that multiple endoscopes were not being recognized. The fse tested one of the endoscopes and it was broken with damage to both eyes. The fse instructed the customer to further investigation and check with the sterilization department for possible hard water issues. The fse replaced the endoscope controller (ec) to resolve the issue. The system was tested and verified as ready for use. Isi received the endoscope controller (ec) involved with this complaint and completed the device evaluation. The unit was returned for failure analysis and the reported failure could not be replicated. The ec was installed with a pca test system which was booted in maintenance mode to program unit software. The test system was power cycled ten times without error. As a preventive maintenance measure, the light engine will be replaced to fix the issue. A review of the system log showed a cholecystectomy procedure was performed on (B)(6) 2022 on system sl0078. A review of the site's system logs for the reported procedure date was conducted by tse. Investigation revealed the communication error confirming the issue. This complaint is considered a reportable event due to the following conclusion: the customer converted to another da vinci system after the start of the procedure due to repeated endoscope faults. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer observed a message after plugging in the endoscope at the start of the case. The customer explained that one endoscope failed to calibrate and another endoscope had a communication fault. Prior to calling, the customer hard power cycled the vision side cart (vsc) with no change. The technical service engineer (tse) recommended checking the plug end of the endoscopes for moisture or residue and the customer found no issue. The tse suggested trying a third endoscope. This endoscope had a poor image on the screen and an "image may be deficient" message was displayed on the screen. The customer stated that they are converting to another da vinci system and ended the call. The procedure was converted to another da vinci with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: according to the specialty team coordinator, the issue was identified prior to starting post anesthesia and ports were already placed when the issue was identified. There was no patient injury or harm and the fragments did not fall into the patient.